Manufacturer narrative:
(B)(4) date sent to the FDA: 06/22/2016. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced erosion, uti, and ureteral obstruction. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospitals. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.